Event description:
The device was inserted on (B)(6) 2016. Per treating physician, patient was subsequently non-compliant with diet and developed diabetic ketoacidosis. Treating physician elected to remove the device on (B)(6) 2016 as a precautionary measure. Patient reported being hospitalized for 3 days following balloon placement, presumably for symptoms related to diabetic ketoacidosis.